Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site had trouble closing the gantry. The manufacturer representative was on facetime with the account and discovered that the system had some damaged covers. The surgery was aborted, and navigation and imaging was aborted. This occurred intraoperatively, and there was a patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144, product ID: bi71000135, product ID: bi71000138. Product ID: bi71000138, product ID: bi71000144, multiple fdd/annex a codes were reported. A0406 was coded for the damaged cover. (B)(6) was coded for the trouble closing the gantry. A medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative rep laced the damaged covers. The imaging system then passed the system checkout and was found to be fully functional. No hardware parts have been returned for analysis. . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the upper door cap was returned for analysis. Functional testing determined that cover was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.